Event description:
User facility report #: mw5162403 was received reporting: "describe event or problem: as reported by the field clinical specialist (fcs), no (B)(6) devices were inserted into the patient. There was vascular damage from perclose. This report reflects information received by FDA in the form of a notification per 803.22(b)(2)."

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Although it is unknown perclose closure device, prostyle IFU will be used. The patient effect of vascular tissue injury is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.